Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Reportedly, the customer overfilled the cartridge and the customer was not performing the air removal step. Customer¿s blood glucose ranged from 200-450 mg/dl. Reportedly, the customer replaced the cartridge and continued insulin therapy.